Event description:
It was reported that a nail revision surgery was performed due to broken distal locking screws.

Manufacturer narrative:
It was concluded that the imhs cp nail fractured by metal fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross+sectional area of the nail could not bear the imposed patient loading, leading to overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, poor bone quality, excessive patient weight, and chronic non+union or mal+union of the bone fracture. No materials or manufacturing deviations were found in this investigation.